Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. There was no reported adverse impact. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Screen on/ quick bolus button-stuck was verified. Loss of connection issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.